Event description:
It was reported that the anesthesia workstation failed the pressure transducer sub-test during the system check-out tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
(B)(4). The company field service engineer investigated the anesthesia workstation at the hospital and concluded that the reflector pressure transducer pc board needed to be replaced. The device logs and the replaced pc board was sent for investigation. The returned pc board was simulate use tested in a reference machine without being able to reproduce the reported pressure transducer test failure. The received logs from the hospital show that the pressure transducer test failed due to a too high reflector pressure transducer offset. We have not been able to determine the cause of the experienced pressure transducer test failure. The received logs show that the first occurrence of the reported error was on (B)(6) 2017 and the date of event is therefore updated accordingly.

Event description:
Manufacturer reference #: (B)(4).